Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000115345.

Event description:
It was reported that the patient's ipg was unable to enter MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were detached from the ipg, cleaned, and then reinserted to address the issue. It is unknown which lead had high impedances.